Event description:
It was reported that the patient with this pacemaker underwent system revision due to unknown reason. The physician opted to leave the pacemaker with the right atrial (ra) lead and right ventricular (rv) lead surgically abandoned to prevent the risk of infection and a new pacing system was implanted. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).